Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a battery depleted set alarm was discovered and confirmed in the pump's event history. The assignable cause was determined to be depleted batteries. The main batteries and battery harness were replaced to fix the reported condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm during infusion, which interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. This device is an unremediated colleague infusion pump with a user interface module software version of 5.04.00. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.